Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a second device, a 29mm valve, was implanted inside the 27mm pericardial valve in the mitral position using transcatheter valve-in-valve intervention due to severe mitral stenosis and mild regurgitation. The implant duration of the original device at the time of the procedure was eight (8) years and ten (10) months. Both devices remain implanted. The patient remained hemodynamically stable and was transported to the cticu in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the root cause of the stenosis remains indeterminable; however, the patient's co-morbidities may have contributed to the event. Without return of the device the clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
This event was already submitted under MDR 2015691-2015-01001.